Manufacturer narrative:
Concomitant medical products: product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Product ID: 37714 , serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4). Analysis of the lead (serial # (B)(4)) found that the proximal end connector of the lead was not completely seated in the implantable neurostimulator connector port.

Event description:
A patient implanted for non-malignant pain and failed back surgery syndrome reported via the manufacturer's representative (rep) that three to four months after implant their stimulator either didn't decrease pain or caused an increase in pain. They also felt periodic spasms when the stimulator was turned on. When the stimulator was turned off the symptoms went away. It was noted that several reprogramming sessions occurred during implant. The patient discontinued charging approximately three months ago and the stimulator was unable to be interrogated with the clinician programmer on (B)(6) which was the day of explant.